Manufacturer narrative:
The investigation of the returned device found the clip had been deployed and consistent with the complaint description. A damaged vessel locator was observed along with a material of unknown origin captured within the vessel locator wings. No other damage or abnormality to the device was detected, including the pusher body to shaft nylon joint bond, which was found to be intact. No malfunction of the device was detected and the DHR lot build review did not reveal any relevant info to the complaint either. All investigational findings yielded an undetermined root cause for the observed damage to the vessel locator and an unknown source for the foreign material found on the device.

Event description:
It was reported that a trained physician attempted arteriotomy closure using a starclose vessel closure system during an interventional procedure. The device was difficult to remove. Hemostasis was achieved using manual compression. There was no pt injury or adverse effect. No add'l info available.